Manufacturer narrative:
The insulin pump was received with an unresponsive act button due to a flattened dome (no crease). The pump was received with minor scratches on the lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer treated with a bolus. Customer's mother stated that the pump's buttons were not working. Caller stated that the act, b-button, and up arrow buttons do not work. The act button works sometimes but the b-button and up arrow buttons do not work at all. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.